Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Reportedly, the customer experienced an elevated blood glucose (bg) level (value not provided) with ketones. Reportedly, the customer went to the emergency room (ER) where bg was treated intravenously with saline and insulin. The customer left the ER same day with the issue resolved. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.